Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific received information that a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Event description:
Additional information received from the local field representative indicated that the tachy functions of the device have been turned off due to the patient's request to not be resuscitated due to other terminal medical conditions. The hospital is monitoring the patient closely, as the patient does not want any other procedures performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.